Manufacturer narrative:
H3: product analysis found motor stalling and error 15 displayed, hence temperature test cannot be done. Opening handpiece found housing and motor cable assembly heavily corroded. H6: codes are updated. Previously applied fdm b21, fdr c21, fdc d16 and img g04063 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra op the motor stopped during surgery and also heating. The handpiece was heating in less than minute and it was being run at 5000 rpm in oscillation mode. The irrigation was used at 10cc. The procedure was completed with another shaver. There was no patient impact.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.